Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 years post-implant, it was reported that the patient was admitted into the hospital due to low flow alarms. The patient¿s system controller event history indicated low flow alarms and pump stoppages. It was also reported that the patient felt the pump stoppages within his chest. The hospital indicated potential damage to the system controller white lead connector. The system controller was exchanged and the patient was later discharged. No further issues have been reported.

Manufacturer narrative:
The patient's age was not reported to the manufacturer. The approximate age of the device is 4 years. The manufacturer is attempting to acquire the suspect system controller for analysis. The event occurred at (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A specific cause for the reported event could not be determined as the exchanged system controller was not returned to the manufacturer for evaluation. The patient remains on lvad support with the pump with no further events reported to the manufacturer.a review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.